Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical dept from the labor and delivery floor for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were on reports of any adverse pt events while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a 11/004 service alarm code. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.